Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, when the ventricular assist device (vad) patient plugged the incorrect ac adapter into their controller, the controller stopped working, an exchange controller alarm occurred and it was noted the controller had a loose internal component. It was also reported that the controller log files contain data which cannot be verified and no log file report could be generated. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed multiple critical battery alarms logged with an incorrect date stamp and no battery capacity, serial ID, or cycle count. Failure analysis of the returned device revealed that the controller passed visual inspection. Functional testing revealed that the controller was unable to communicate with external batteries. Internal visual inspection did not reveal any loose components. As a result, the reported "loose internal component" was not confirmed. However, it was observed a damaged transient voltage suppressor (tvs) diode on the communication line. A tvs diode is designed to protect sensitive components from sudden voltage spikes. Internal inspection of the controller also revealed that the integrated circuit (ic) responsible for the communication between the controller and batteries was damaged, likely due to the damaged diode. The damaged integrated circuit is also connected to the real time clock circuit and may have caused the date and time stamp to remain frozen. As a result, the reported "controller not working" event was confirmed. A possible root cause of the reported event can be attributed to the use of incorrect ac adapter on the controller as mentioned in the event details, causing a voltage spike on the communication pin of the connector. This likely damaged the transient voltage suppressor diode and the integrate circuit responsible for reading battery information, triggering battery alarms. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted as remedial action and correction number information was received. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual inspection of the controller under 10x magnification revealed a crack at the corner of the controller housing near the liquid crystal display (lcd). An internal inspection did not reveal evidence of fluid ingress or loose components. Additionally, internal inspection revealed a crack on a standoff post within the controller housing. The observed cracks are additional findings not related to the reported event. Based on an investigation conducted under CAPA pr00517125, the root cause of the crack found at the corner of the controller was determined to be due to environmental stress cracking from a combination of chemical incompatibility and mechanical stresses. The chemical incompatibility is attributed to mineral oil leaching from the controller¿s housing gasket and migrating to the controller housing. The mechanical stresses are caused by the ultrasonic welding of inserts located within the corners¿ thinner wall. Based on an investigation, the root cause of the crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00450834 was opened to investigate cracks on the internal threaded posts with controller 2.0. Functional testing revealed that the controller¿s front panel light emitter diode (led) indicators did not illuminate while connected to batteries. Functional testing also revealed that the controller was unable to communicate with external batteries, resulting in critical battery alarms. However, the controller was still able to receive power from both power sources. Internal inspection revealed a damaged diode on the communication line and a damaged integrated circuit, responsible for the communication between the controller and batteries. The damaged integrated circuit is connected to the user interface controller (uic) responsible for the operations of the controller; the damaged integrated circuit prevented the controller from reading battery information and caused the controller to trigger the critical battery alarms, as well as the controller reset events. The damaged integrated circuit is also connected to the real time clock circuit and caused the date/time stamp to remain frozen. After the faulty components were replaced, the cont roller performed as intended. It is likely the observed inability of the controller to recognize the batteries was perceived as a the reported "controller stopped working". Review of data log file revealed multiple data points with a battery relative state of charge (rsoc) value of 0% logged with incorrect date/time stamps and no serial number ids or cycle counts, indicating that the controller was unable to recognize the connected batteries. Review of the alarm log file revealed multiple critical battery alarms logged with a battery relative state of charge (rsoc) value of 101% logged and serial number ID, or cycle count. Additionally, log files revealed multiple controller reset events with an incorrect date and time stamp. Several controller power up events without motors starts were logged with an incorrect time/date stamp, likely during a controller exchange and/or troubleshooting of the controller. The observed critical battery alarms were likely perceived by the patient as the reported ¿exchange controller alarm¿. The incorrect time/date stamp of the logs is likely related to the reported ¿data which cannot be verified¿. The autologs reports information is based on the data available in the controller log files. It is likely the incorrect time data stamps recorded in the log files affected the ability to generate the autologs reports. Based on the available information, there is no evidence to suggest that a malfunction of the autologs report caused or contributed to the reported event. As a result, the reported the reported "loose internal component" event was not confirmed, however the reported "controller stopped working" ¿exchange controller alarm¿ and the ¿no log file report could be generated¿ events were confirmed. The most likely root cause of the display error, inability of the controller to recognize the batteries, critical battery alarms, controller resets, real time clock issue, and data transfer error events can be attributed to a damaged diode and damaged integrated circuit. A possible root cause for the damaged diode and integrated circuit on the communication line can be attributed to a voltage spike on the communication pin of the connector likely due to the reported accidentally plugging the incorrect ac adapter into the controller as described in the event details. CAPA pr00465502 was opened to investigate this issue. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.